Manufacturer narrative:
A test reservoir was installed and did not lock in place due to broken reservoir tube lip. The pump was received with minor scratched display window, cracked case at display window corner and cracked belt clip slot.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states the reservoir will not lock in place. The customer states there is damage to the reservoir compartment. The customer states they have used tape to lock reservoir in place and continue to use the pump. The customer's blood glucose level at the time of incident was 89mg/dl. The customer was advised the pump would have to be replaced and returned for analysis.